Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter hub was "shorter than its normal size" and found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "catheter presenting the "hub" of the catheter shorter than its normal size, apparently without any more defects, with good use but different from the others of this same number."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter hub was "shorter than its normal size" and found before use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter presenting the "hub" of the catheter shorter than its normal size, apparently without any more defects, with good use but different from the others of this same number."